Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having "erratic" blood glucose levels (value not provided), resulting in customer losing toe. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.